Manufacturer narrative:
Upon follow-up, the customer stated there were six hcw¿s reporting reactions to the odor instead of the original report of 3 hcw¿s. In addition to symptoms of burning eyes, the hcw¿s reported headache, eye, nasal and throat burning, coughing, watery eyes, and a swollen thyroid. None of the hcw¿s received any medical treatment and all are reported to be fine. It was later identified there were two sterrad sterilizers in the same room and the customer also reported the 2nd sterrad (serial # (B)(4) was also emitting an odor. A 2nd complaint was opened for the 2nd sterrad sterilizer (asp complaint ref #: (B)(4), and a MDR was filed under manufacturer report number: 2084725-2019-00925. The customer stated they had been using a non-asp 3rd party for service and the parts that were replaced were non-asp parts. The customer has since stopped using the 3rd party service and now is using asp for regular maintenance. Device codes: 3191 - no code available - eye irritation, dry eyes, swollen thyroid, burning throat, nasal burning, coughing, congestion asp complaint ref #:(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mister filter, and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a "harsh smell" or odor emitting from the sterrad® 100nx sterilizer. Additional information was received the day after the issue was reported: three health care workers (hcw) experienced ¿burning eyes¿ on the day of the event. The hcw evacuated the room until the odor dissipated. The hcw¿s did not seek medical attention, as their symptoms resolved after evacuating the room. Advanced sterilization products requested additional clinical information regarding each hcw, but has received nothing further to date. The customer was advised to power down the unit, ventilate and leave the room. An asp field service engineer was dispatched to assess the unit onsite. There are no serious injuries reported in this complaint, and the eye reaction resolved without medical attention. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were discarded and therefore not available for further analysis. The assignable cause of the odor/smells issue is the adapter converter, catalytic converter, oil mister filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).